Event description:
Since the logs were requested three times and were not provided, the pump problem is unknown. Due diligence has been completed with no response. The reported issue, "mechanical hardware failure (screen no input)" could not be confirmed or refuted. No photo evidence was provided. A history review of the service records for this device, serial number, was not provided. A DHR serial number , was not provided. A DHR research was not conducted to determine if related manufacturing nonconformance records exist due to serial number not provided by customer.

Event description:
The following has been reported: customer reported unresponsive screen. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.